Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient experienced heavy left sided coverage and was no longer receiving right sided pain relief despite reprogramming attempts. It was also noted that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the old ipg and leads were replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted devices will not be returned per hospital policy.